Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator generated two technical error codes indicating disabled valves and communication failure between monitoring and breathing subsystems while it was connected to a patient. The ventilator consequently stopped ventilating. (B)(4).